Event description:
The customer reported that the image was going blank during use. Further investigation by the field service engineer determined that the system was not booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu was replaced and the power supply was adjusted. The system was then found to be operating as intended.